Manufacturer narrative:
Concomitant medical products: w1tr01 crt-p, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high and undefined impedance. Upon review it was also reported that the ra lead exhibited loss of capture and a fracture. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.